Manufacturer narrative:
The console was field service at the user's facility, troubleshoot was performed, as result, the overlap of the target and the laser beam was adjusted. After the adjustment was completed, the issue was resolved, and the console was within specification and functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that the aiming beam was deviated 2-3 mm. Boston scientific has been unable to obtain additional information regarding the patient involvement to date, despite good faith efforts.